Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/23/2015. The fse found that the sample probe was bent and was causing the leak. The fse straightened the probe, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a bloody leak around the rinse block of the coulter lh 500 hematology analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.